Manufacturer narrative:
An additional lot number was reported (lot #m020589). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.